Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced an infusion set cannula broken event on 18-oct-2024. Infusion set was used for 1.5 days. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.